Manufacturer narrative:
Customer reported that a pyxis medflex cabinet drawers opened randomly, causing a nurse to cut her finger while removing medication. Customer stated that the nurse underwent surgery to treat a pinky finger injury. The extent of the nurse's injury was not disclosed. The nature of the procedure was not disclosed. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and reported that an ink pen was jammed beneath drawer's # 2-2 solenoid. The field service engineer removed the pen and performed preventative maintenance on the device drawers, controller boards and connectors. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis medflex cabinet drawers opened randomly, causing a nurse to cut her finger while removing medication. Customer stated that the nurse underwent surgery to treat a pinky finger injury. The extent of the nurse's injury was not disclosed. The nature of the procedure was not disclosed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2021 to (B)(6)-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an ink pen was jammed beneath drawer's solenoid. The field service engineer found that the cubie pockets were not communicating and the bus cable, interface board and moab were loose in connection. The field service engineer reseated the cables and cleaned the pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that bd pyxis medbank system cabinet drawers opened randomly, causing a nurse to cut her finger while removing medication. The customer stated that the nurse underwent surgery to treat a pinky finger injury. There were no adverse events or injuries reported based on this incident.